Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient's respiratory failure resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Section g3: correction. Section b5: additional information. Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), including the sterilization records, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) lists respiratory failure and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the infection resolved on (B)(6) 2020; however, the respiratory failure remained ongoing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient required tracheostomy and intubation on (B)(6) 2020 due to respiratory failure. The patient had been implanted on (B)(6) 2020 and was previously extubated on (B)(6) 2020. Additional information reported that the patient also had major infection on (B)(6) 2020. C-reactive protein (crp) test showed increasing levels. Antibiotics and antifungal medication were administered empirically. The source of the infection was unknown, but a lung infection was suspected based on CT scan. Inflammatory markers were reportedly in decline but the infection was ongoing.